Manufacturer narrative:
Additional information is provided in sections b.5, d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming component of the vitrectomy valve was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming component of the vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that the issue happened during the calibration of surgery.

Event description:
The customer reported that an ophthalmic system cutter fails after some time in use. Details of procedure and patient impact was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting that there was no patient impact.